Event description:
Reporter called to report that the b-braun normal saline 10ml/12ml caused serratia in 11 patients' blood streams. Reporter stated that she contacted the cdc and pulled the product from use. She was then inform about the recall.